Manufacturer narrative:
Field b1: adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data anomaly code. The presenting electrogram (egm) had significant noise and therapy was turned off. The noise is suspected to be due to the patient having a left ventricle assist device, no inappropriate shocks have been delivered. Technical services (ts) was consulted, provided assistance to successfully correct patient data. The auto setup changed the sensing vector to alternate, and the electrocardiogram looked clean and appropriate sensing. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Field b1 adverse event/product problem was inadvertently left blank in the previous submission. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data anomaly code. The presenting electrogram (egm) had significant noise and therapy was turned off. The noise is suspected to be due to the patient having a left ventricle assist device, no inappropriate shocks have been delivered. Technical services (ts) was consulted, provided assistance to successfully correct patient data. The auto setup changed the sensing vector to alternate, and the electrocardiogram looked clean and appropriate sensing. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data anomaly code. The presenting electrogram (egm) had significant noise and therapy was turned off. The noise is suspected to be due to the patient having a left ventricle assist device, no inappropriate shocks have been delivered. Technical services (ts) was consulted, provided assistance to successfully correct patient data. The auto setup changed the sensing vector to alternate, and the electrocardiogram looked clean and appropriate sensing. This s-ICD remains in service. No adverse patient effects were reported.